Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced unilateral corneal edema without associated ac inflammation/reaction. Reportedly, "possible tass from intracameral moxifloxacin. Planned treatment is medications and observations". Cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unknown. Manufacture narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are dificult to aspirate completely. Claim #(B)(4).